Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump was damaged when the customer had a severe hypoglycemic event. The customer stated that they had hit the insulin pump on the floor when they were trying to get the device to stop beeping. At the time of the event the customer's blood glucose had been 40mg/dl or below; they could not recall the exact value. The customer stated that they had stopped using the insulin pump because of the damage. They also stated that the sensors were not lasting six days. The customer's blood glucose at the time of the phone call was unknown. The call ws dropped before troubleshooting could be performed. Nothing further was reported.